Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and missing display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had cracks and not working. Blood glucose level was unknown at the time of the incident. There was no troubleshooting performed. The customer was advised the insulin pump would be replaced and agreed to return the device for analysis.